Event description:
Same case as 2134265-2008-02077. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a non bsc 2.0 x 15 mm balloon. The physician placed a taxus express2 3.0 x 24 mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous, calcified, mid left anterior descending (lad) artery. Post dilatation was performed at 18 atms. A taxus express2 3.0 x 16 mm drug eluting stent was then implanted in the proximal lad, overlapping the 3.0 x 24 mm stent. Post dilatation was performed at 18 atms. Stent placement was confirmed with ivus and they were dilated completely. Aspirin and plavix were administered during this procedure. No pt injuries or complications were reported. Six hours post implantation, the pt experienced chest pain and thrombosis was confirmed at the mid lad. The thrombosis was aspirated with a thrombuster and the occlusion was dilated with a non bsc balloon. Flow was improved. Ivus confirmed that the stent dilatation was incomplete at the occlusion. Plavix and aspirin were administered during this procedure. No add'l injuries or complications were reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough eval conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.